Manufacturer narrative:
Sections with additional information as of 28-aug-2020. H6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved and he did not currently have any diabetic symptoms. Wife stated they contacted the customer's home health nurse and wife gave the customer a glucose tablet and symptoms improved. No further medical intervention was reported. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 44, 49 and 38 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-180 mg/dl. Wife stated that earlier the customer had been sweating but that he seemed fine at the time of the call. Wife stated that the customer had not been testing his blood glucose for two weeks. During the call, a blood test was performed by the customer fasting and produced test result of 44 mg/dl using truemetrix meter. Wife was concerned and stated that she was going to call the paramedics. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 09/30/2021 and test strips were opened about 3 weeks ago. The meter memory was reviewed for previous test result history: (B)(6).